Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a consumer. The reporter stated that 14 people had died from the pump. The reporter stated that the pump was not safe. No further information was provided. Additional information has been requested but was not available at the time of this report.